Event description:
User facility reports the following: employee started IV and set the needle down. When employee picked up, employee got stuck. The saftey clip was 1/4 down the needle. The clip never came up far enough to cover the needle tip.